Event description:
It was reported that capture management for the left ventricular (lv) lead, despite stable measurements, increased the programmed amplitude, thus reducing battery life on the implantable cardioverter defibrillator (ICD). The left ventricular capture management (lvcm) was turned off and the device remains in use. The patient is enrolled in (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 459888, lead, (B)(6) 2013; 6935m62, lead, (B)(6) 2013. (B,(4).